Event description:
It was reported that there were air bubbles or gaps in the system during pumping in the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. The caller was able to resolve the issue by priming with the fill tubing feature, which eliminated the large air bubbles, allowing them to resume insulin therapy. The caller understood and acknowledged the resolution.